Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient was implanted in (B)(6) 2017. Approximately 1 week ago (approx. (B)(6) 2018), the recipient was diagnosed with bacterial meningitis. Recipient has bilateral cochlear malformations, but on the left concerned side there is a small cochlear bud. No product deficiency is alleged.

Manufacturer narrative:
Additional information: the recipient, bilaterally implanted in (B)(6) 2017, was diagnosed with (B)(6) in (B)(6) 2018. However, no currently available information points to the implants being the source of infection. Additionally, it was reported by the clinic that the (B)(6) was not at all likely to be related to the implants. The device remains implanted. The recipient has been treated and cultures have shown no growth.

Event description:
The recipient was implanted in (B)(6) 2017 with a +compressed electrode array. Approximately 1 week ago (approx. (B)(6) 2018) the recipient was diagnosed with bacterial (B)(6) . Recipient has bilateral cochlear malformations, but on the left concerned side there is a small cochlear bud. A partial insertion of approximately 5 electrode channels was achieved, as was expected due to pre-assessment imaging. No product deficiency is alleged. Clinic has requested MRI scan to check for residual infection. Review of the device_s sterilization records confirms that proper sterilization was applied at the time of manufacturing.